Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to release the leadless pacemaker (lp) however was unable to. It was noted that there was resistance while the lp was going into tether mode and was unable to redock. The protective sleeve was advanced, and the lp was removed. A new device was implanted successfully and the patient was in stable condition.